Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4)

Event description:
Treatment of an aneurysm. It was reported the coil deployed with part of the coil was outside of the aneurysm. Subsequently, the delivery catheter kick back and could not be correctly placed to finish the coil placement. A second attempt was made and the coil prematurely detached inside the catheter. A stent was deployed to trap the coil in place.